Event description:
A technician reported three patients experiencing blurry vision following intraocular lens (iol) implant surgery. The surgeon reported this patient had bilateral iol implant procedures. There are six medical device reports associated with this event. This report is for the left eye of the third patient.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was received on 06/30/2009. This report was mailed to FDA on 07/08/2009.